Manufacturer narrative:
The customer returned the suspected contour next one meter, while the contour next test strips (lot # 8lpef03a) returned was different from the suspected lot of test strips i.e. Lot # 8bpeg18a. An in-house testing was performed using the returned meter and returned test strips. Additionally, testing was also performed using the returned meter and in-house test strips from lot # 8bpeg18a. All readings were within specifications.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided. This event is related to mdrs 1810909-2019-00383, 1810909-2019-00385, 1810909-2019-00386, 1810909-2019-00387, and 1810909-2019-00388.

Event description:
An advocate from (B)(6) reported that within 10 minutes, the customer obtained blood glucose readings of 364 mg/dl and 35 mg/dl on his contour next one meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.